Event description:
(B)(4). Extremely painful periods, painful intercourse, stabbing pains in left and right pelvic regions, extreme blood loss during periods, anemia, fibroids tumors, enlarged uterus, lower back pain, hair loss, brain-fog/confusion, worsening of anxiety and depression, random bouts of blurry vision, and extreme bloating.